Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored several episodes containing fine ventricular fibrillation (vf). Low r-waves were noted, but there was no evidence of undersensing. Additionally, there were stored ventricular episodes where anti-tachycardia pacing (atp) and shock therapy were provided. Additional information received reported that this ICD was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored several episodes containing fine ventricular fibrillation (vf). Low r-waves were noted, but there was no evidence of undersensing. Additionally, there were stored ventricular episodes where anti-tachycardia pacing (atp) and shock therapy were provided. Additional information received reported that this ICD was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.